Event description:
It was reported that the bd connecta¿ stopcock connection cap fell off when opening the packaging. The following information was provided by the initial reporter: "when you open the package, the cap that is position on the side where you connect the extra set falls off. This have occurred on a number of occasions during the last two weeks."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 3/8/2021. H.6. Investigation: a device history record review was completed for provided lot number: 0092636. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, samples were returned for evaluation by our quality engineer team. The samples were inspected and tested for signs of leakage; however, the samples performed per specification and no negative results were found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd connecta¿ stopcock connection cap fell off when opening the packaging. The following information was provided by the initial reporter: "when you open the package, the cap that is position on the side where you connect the extra set falls off. This have occurred on a number of occasions during the last two weeks."